Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated felt leads may have moved since patient was feeling stim at 1.3 and now couldn't feel until turned it past 5.4. Patient didn't stated if anything happen to cause leads to move. Had patient increase until could feel stim. Patient was able to feel flutter after increasing stim. The issue was not resolve at the time of this report. No further patient complications have been reported as a result of this event" in the event description.